Manufacturer narrative:
.

Event description:
Dressing was leaking, pressure was at 80mmhg even though 120mmhg recommended. Failed to alarm that there was a loss of seal.

Event description:
Dressing was leaking, pressure was at 80mmhg even though 120mmhg recommended. Failed to alarm that there was a loss of seal.